Event description:
It was reported that the right ventricular (rv) lead had no capture, sensing had gone down and there was an increase in impedance due to dislodgement. The dislodgement was confirmed with fluoroscopy and lead testing. As a result, the same rv lead was successfully repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead had no capture, sensing had gone down and pacing impedances were high out-of range measuring 2,102 ohms. A lead safety switch (lss) was also declared which switch the pace/sense configuration from bipolar to unipolar. Additionally, this lead had high thresholds. It was suspected the lead was dislodged. Fluoroscopy and lead testing was performed and confirmed the dislodgement. As a result, the same rv lead was successfully repositioned. No additional adverse patient effects were reported.